Manufacturer narrative:
(B)(4).

Event description:
It was reported by the customer that during a laparoscopic cholecystectomy procedure the device was leaking at the seal. They completed the procedure with a new like device. There was no patient consequence reported. Device discarded.